Manufacturer narrative:
Device used for treatment, not diagnosis. Additional classification codes: nkb, mnh, mni, kwq. (B)(4). Device is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a matrix polyaxial screw head became detached from the screw shank after implantation. A single level fusion with screws on the l4-l5 with rods connecting was performed in (B)(6) 2017 for a lumbar decompression. A revision procedure, performed on (B)(6) 2017 was required to replace the screw head. There is 1 device in this complaint. Concomitant devices reported: screws( part# , lot#, quantity) rod (part#, lot#, quantity 2). This report is 1 of 1 for (B)(4).